Event description:
It was reported that it was hard to transmit torque to a right atrial leadless pacemaker (lp) and delivery catheter during initial implant. High capture threshold was also noted on the first positioning attempt. On the second attempt, the catheter failed to enter tether mode and resistance was noted. Redocking, and release were attempted, but the lp failed to separate. Physician suspected tether damage due to the catheter's previous manipulation and chose to manually remove catheter and lp from the patient by rotating. Once outside the body, physician pulled on the lp and it finally detached from the catheter. Physician decided to only have a right ventricular lp implanted. Patient had no consequences.

Manufacturer narrative:
The reported events of capturing problem, separation failure, and difficult positioning were unconfirmed. Visual inspection of the device found no anomaly on the outer or inner helix, the helix lengths were within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including output verification, found no anomaly contributing to reported event of capturing problem. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.